Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. The fse checked the b-cabinet and found that the geometry power distribution unit (gpdu) was flashing on standby. The pd.scomp.dcps_24v_12v_5v, which is part of the gpdu and provides power to the allura system, was found to be defective. After replacing the pd.scomp.dcps_24v_12v_5v, the system was returned to use in good working order. The pd.scomp.dcps_24v_12v_5v was returned for further analysis. Functional testing was performed, and burn or heat spots were observed. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.